Event description:
It was reported that the patient had bipolar hip replacement done (B)(6) 2013 and patient had a dislocated left hip revised on (B)(6) 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 43mm head. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 26x43mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient had bipolar hip replacement done (B)(6) 2013 and patient had a dislocated left hip revised on (B)(6) 2013.